Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. Customer received a sensor scan result of 52mg/dl and experienced a loss of consciousness. Firefighters were called and upon their arrival, a reading of 252 mg/dl was obtained on their meter and customer was determined to have high blood sugar. The customer received unspecified treatment from a healthcare professional. Customer was transported to the hospital where they remained for monitoring and did not receive any treatment or medication. There was no report of death or permanent impairment associated with this event. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.